Manufacturer narrative:
The tear observed at explant was confirmed. Leaflet 3 had a tear which was tethered in an open position. Leaflet 2 had fibrous pannus ingrowth on the outflow surface. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter and extended onto the base of the leaflets. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted in a 74 year old male. During a follow-up visit in august 2018, an elevated pressure gradient was observed. In november 2018 the patient's diastolic pressure was reported to low. In february 2019, an echo revealed severe aortic stenosis and regurgitation. On (B)(6) 2019, a re-do aortic valve replacement was performed and the trifecta valve was exchanged for a 25mm avalus bovine tissue valve (model unknown). The patient is reported to be stable. A tear was observed on the explanted valve at the stent-post of the ncc/rcc extending toward the ncc along the stent base. Pannus was observed on the inflow surface of the valve and the leaflets appeared to adhere to each other on the outflow side. The physician suspects the tear occurred in november 2018 when the drop in diastolic pressure was observed.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted in a (B)(6) year old male. During a follow-up visit in (B)(6) 2018, an elevated pressure gradient was observed. In (B)(6) 2018, the patient's diastolic pressure was reported to low. In (B)(6) 2019, an echo revealed severe aortic stenosis and regurgitation. On (B)(6) 2019, a re-do aortic valve replacement was performed and the trifecta valve was exchanged for a 25 mm avalus bovine tissue valve (model unknown). The patient is reported to be stable. A tear was observed on the explanted valve at the stent-post of the ncc/rcc extending toward the ncc along the stent base. Pannus was observed on the inflow surface of the valve and the leaflets appeared to adhere to each other on the outflow side. The physician suspects the tear occurred in (B)(6) 2018 when the drop in diastolic pressure was observed.